Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to normal battery depletion. A longevity calculation was performed and found to be within the expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that the device was unable to be interrogated. The patient has been lost to follow up. Device battery at eol suspected. Device to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was explanted and returned.